Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Battery drawer, battery flex, heart wire flex, high rate cover, control knobs, heart wire contact block, both bail covers, and battery drawer o-ring are contaminated. Ring is bent. Upper and lower cases and ring cover are broken.

Event description:
It was reported that rapid atrial pacing displays only 6. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.